Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the foreign material that remained in the device could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified, and a probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the air/water nozzle. There was no patient involvement.